Event description:
It was reported that the patient's implantable cardiac monitor failed to pair to the merlin mobile application. It was noted the device was able to be interrogated but unable to be paired. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced. No further information was provided.